Manufacturer narrative:
"Internal reference number: (B)(4).revoked asr exemption number e1997036 "report late due to asr to individual reporting transition".

Event description:
Implant failed due to implant fracture at/after delivery of prosthetic.